Manufacturer narrative:
The manufacturer previously reported a continuous positive airway pressure (CPAP) device's sound abatement foam become degraded. There was no report of patient harm or injury. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual inspection of the device the manufacturer found signs of minor wear and tear. The device was disassembled for internal visual inspection. The manufacturer observed minor amounts of dust contamination. The manufacturer observed very fine dirt and debris particles in the blower box, as well what appears to be an organic contaminant. The same organic contaminant and very fine dust contamination were also observed in the blower assembly and around the blower intake. No evidence of sound abatement foam was observed and appears fully intact. The manufacturer also examined the returned mask and tubing. Minor contamination, mostly fibers, were observed. Failed to observe any evidence of sound abatement foam degradation. The manufacturer applied power to the device and verified airflow. The device log showed 5,174.5 blower hours, 5,174.5 therapy hours, and no error log was found. The manufacturer confirmed the presence of fine dust contamination and multiple unknown contaminants in the airpath. Contaminants observed were not consistent with any materials used in the manufacture of the device or accessories. The manufacturer concludes there is no evidence of sound abatement foam breakdown within the device. Section h6 has been updated / corrected.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per (B)(4).

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.